Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01605 version (B)(6), device evaluated by manufacturer: a system checkout was not completed because the issue was resolved with a system reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was stuck in stand alone mode for at least ten minutes. The system was rebooted, and the mvs interface cable was unraveled a little more during this time, and the system recovered from stand alone mode after about five minutes. The system was then able to be used. This issue was noted outside of a procedure, and there was no patient involvement.